Event description:
Complainant alleged that a pt (age and gender unknown) was in asystole. The staff attached a unit in order to pace and set it to around 60 ppm. The unit lost power. The staff re-powered the unit and set it to the maximum ma setting. The unit functioned properly for 30 mins and lost power again. The staff adverse effect on the pt.